Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 10.0-31 carotid wallstent was received for analysis. The device was received unsheathed with the stent already deployed from the delivery system. The deployed stent was not returned for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. The device was successfully loaded on to a guidewire without issue and therefore the events could not be confirmed.

Event description:
It was reported that there were stent deployment issues. A 10.0-31 mm carotid wallstent was selected for use. The treatment area involved the internal carotid artery and common carotid artery. It was reported that resistance was encountered while inserting the carotid wallstent along the non-boston scientific embolic protection device. It also snagged when exiting the guidewire port. The delivery system was guided to the target lesion, and upon stent deployment, part of it became stuck to the delivery shaft. The outer sheath was re-sheathed, and the stent was deployed. There were no patient complications as a result of this event.

Event description:
It was reported that there were stent deployment issues. A 10.0-31 mm carotid wallstent was selected for use. The treatment area involved the internal carotid artery and common carotid artery. It was reported that resistance was encountered while inserting the carotid wallstent along the non-boston scientific embolic protection device. It also snagged when exiting the guidewire port. The delivery system was guided to the target lesion, and upon stent deployment, part of it became stuck to the delivery shaft. The outer sheath was re-sheathed, and the stent was deployed. There were no patient complications as a result of this event.